Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system instrument failed calibrations for multiple assays and, upon troubleshooting, the customer stated they found liquid in the reagent carousel, indicating a possible leak. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a gown and gloves while troubleshooting.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse evaluated the instrument and determined the reagent probe b collar wash valve was not opening. The valve was replaced to correct the leak and calibration failures. (B)(4).